Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that t wave oversensing was noted. It was further reported that the oversensing resolved and that no intervention was taken. The right ventricular lead remains in use. No patient complications were reported as a result of this event.